Event description:
Patient then mentioned that system was replaced with an axonics system, patient said didn't have their card available. Patient said having the same issue with current system: it malfunctioned. Patient said for the last two and a half days has been having ia lot of pain, shooting pain across the backside. Patient said that last night was about to go to the ER (emergency room). When asked, patient said has not had any falls or trauma. Patient was redirected to healthcare provider to further address the issue and to call appropriate manufacturer. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).